Manufacturer narrative:
The date of the event onset was reported as ¿monday night¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The patient reported the cause of the peritonitis as possibly related to capping off; however, the nurse (rn) denied this as a possible cause. The rn reported the cause as possibly due to water; however, this could not be confirmed; therefore, the cause of the peritonitis was assessed as unknown. The event was manifested by ¿feeling sick¿ and abdominal pain. On an unreported date, the patient was hospitalized. Treatment details were reported as the nurse couldn't get antibiotics through the IV. It was not reported if treatment was provided via an alternate route. Apd therapy remained ongoing for an unreported amount of time while hospitalized. On an unknown date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient is recovering. No additional information is available.